Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break measured at 123 cm proximal to the distal tip with the second piece of the shaft not returned. Multiple hypotube shaft kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07 aug 2019. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely calcified left circumflex artery. After a non-bsc guidewire crossed the lesion, a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed broken hypotube.